Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is for clinical study patient. It was reported the patient ((B)(6)) was hospitalized due to experiencing acute renal failure likely due to exposition of contrast medium during hf sensor implant procedure and the following coronary angiography during hospitalization for the procedure. The patient was treated with dialysis and medication adjustment which resolved the issue. Reportedly, the issue was related to the procedure but not the device.